Manufacturer narrative:
The device was returned for evaluation. The analysis was completed on march 24, 2015. The product analysis found that "the tip of the instrument is broken and there are impacts on the tube. There are no visible material or manufacturing defects. The damages on the tube indicate that the instrument was used to cut too thick and resistant tissues." Method: actual device evaluated; photographic inspection; visual inspection; labeling evaluation. Results: stress problem. Conclusion: operational context caused or contributed to event.

Event description:
It was reported that endoscopic sinus surgery was performed on (B)(6) 2014 and was completed with no problems as far as the or staff was concerned. On (B)(6) 2014 the patient returned for a follow up nasal endoscopic exam during which the patient reported no problems and appeared asymptomatic. On (B)(6) 2014 the patient needed to clear his throat and coughed; that¿s when he discovered the little round tip of the product. On (B)(6) 2014 a CT scan without contrast was performed which provided no evidence of any additional foreign bodies. According to the facility, the current status of the patient is ¿doing great.¿ the initial reporter informed medtronic that she has already submitted a medwatch to the FDA; however, she lost the original medwatch and has recreated another medwatch for her own copies, which she sent to medtronic .

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.